Event description:
Provider states when the client leans back on the chair it does not lock at all it goes all the way back.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1525712-2013-07599 indicting the manufacturer as invacare taylor street when the actual manufacturer is champion manufacturing and the model # was reported as a httr5500 when it is actually a htr5500. . The correct FDA registration # is 1834066.